Event description:
The patient's caregiver reported the patient's blood glucose (bg) level rose over 13.9 mmol/l (250 mg/dl), while wearing the pod between 5 and 24 hours. The caregiver reported the pod fell off the infusion site (leg) during the beginning of a rugby game, when the patient was tackled. This caused the cannula to dislodge. The caregiver reported a new pod was not immediately placed, and they had to wait until they were back home. Additionally, they reported exerting caution while using an insulin pen as backup, since bg levels tend to go down after exercise.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.